Manufacturer narrative:
The following codes were removed after further info provided stated they were not related to the device: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient came into the hospital for altered mental status and post-seizure symptoms on (B)(6) 2018. The relatedness of the symptoms to the pump was requested and the hcp stated they suspected it was unrelated to the pump. The hcp further elaborated that the patient has recently had their sister-in-law move in and the hcp believed that the sister-in-law was not informed of the patient¿s medical history or needs. The hcp interrogated the pump on (B)(6) 2018 and the pump reservoir had been empty since (B)(6) 2018. Hcp confirmed the low reservoir alarm occurred on (B)(6) 2018 and the empty reservoir alarm occurred on (B)(6) 2018. The interrogation report showed the pump was last changed on (B)(6) 2018, but the hcp did not know what was changed at that time. The logs indicated that the refill date was (B)(6) 2018. The cause of the empty pump was requested and the hcp indicated that the patient had recently had their insurance changed so they had been instructed to get a new hcp for refills. The hcp did not know the refill history of the patient but had notes in their file that the pharmacy had filled an order for the hydromorphone (dilaudid) powder on (B)(6) 2018 and (B)(6) 2018. The hcp was not made aware if there were actually refills on these dates, or if they were just orders for the medication. The hcp stated that the patient missed an appointment last week due to being in the hospital. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 1mg/ml bupivacaine at 0.466mg/day and 15mg/ml dilaudid at 6.999mg/day via an implantable infusion pump for spinal pain. It was reported that the logs showed that the patient's pump went empty on (B)(6) 2018. It was reported that the hcp was using a 8840 physician programmer. The patient was an inpatient at a facility when they were calling in for a pain consult and to read the pump. The pump was read and it showed a low reservoir alarm on (B)(6) 2018 and hit empty reservoir on (B)(6) 2018. The hcp reported that they will likely not refill the pump and refer the patient to their managing provider since the patient had like gone through withdrawal. The patient was hospitalized due to fever, being more tired, concern that the patient wasn't taking all of their meds, seizure, and encephalopathy. No further complications were anticipated/reported.